Event description:
Patient received a total of 1000 ml ns running at 500 ml/hr. After the liter completed a vesicant push was initiated via the same tubing. One ml of doxorubicin pushed via the proximal y site of the tubing. Doxorubicin noted leaking at the site. One drop of doxorubicin noted on pt's hand and five drops noted on pt's pant leg.